Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('right prob myometrial perforation/malposition of essure device: unspecified') and genital haemorrhage ('irregular bleeding/abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. A34125) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2010, gestational diabetes, visual disturbances, kidney stone, appendicitis, appendectomy, adenomyosis, gerd, migraine, arthritis, headache, biliary dyskinesia, vaginitis and vulvovaginitis. Concurrent conditions included hemorrhagic ovarian cyst, menstruation irregular and abdominal pain. Concomitant products included bifidobacterium lactis (probiotic), gabapentin, hydrocodone, methocarbamol (metocarbamol), morphine and promethazine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition :ovarian cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), dysmenorrhoea ("painful menstruation"), allergy to metals ("nickel allergy reactions/gold allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), toothache ("teeth starting to hurt lot"), post procedural complication ("staying at the hospital due to some complications"), gingival pain ("gum starting to hurt lot"), alopecia ("hair loss"), rash ("rash"), abdominal pain lower ("pain in my lower right side"), nausea ("nausea"), pain in jaw ("jaw pain"), headache ("bad headaches"), irritability ("feeling irritated"), abdominal pain upper ("it hurts as bad as it looks"), dyspnoea ("cant really take deep breath"), myalgia ("calf muscles aching") and painful respiration ("its hurting just to breath"). The patient was treated with desogestrel;ethinylestradiol (reclipsen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, ectopic pregnancy with contraceptive device, uterine perforation, genital haemorrhage, pelvic pain, vaginal discharge, infection, ovarian cyst, dysmenorrhoea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, toothache, post procedural complication, gingival pain, alopecia, rash, abdominal pain lower, nausea, pain in jaw, headache, irritability, abdominal pain upper, dyspnoea, myalgia and painful respiration outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and uterine perforation with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cystitis, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, genital haemorrhage, gingival pain, headache, infection, irritability, menorrhagia, myalgia, nausea, ovarian cyst, pain in jaw, painful respiration, pelvic pain, post procedural complication, rash, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, surgical pathology report revealed endometrium: pink tan, smooth and glistening, mildly hemorrhagic; the endometrial cavity features bilateral gray metallic coils that extend through the cornu into the bilateral fallopian tubes; the endometrium has a thickness of up to 0.2 cm myometrium: pink tan, finely trabeculated without any discrete lesions identified; the endomyometrial has a greatest thickness of 1.8 cm right fallopian tube: fimbriated with a length of 7.4 cm and diameter that ranges from 0.7 to 0.9 cm; there is a gray metallic coiled device within the lumen that extends into the tube 1.8 cm; specimen is surfaced with pink tan serosa with limited congestion. Left fallopian tube: fimbriated with a length of 5.5 cm and a diameter that ranges from 0.5 to 0.9 cm; the lumen features a gray metallic coiled device that extends 0.7 em into the tube; serosa is pink tan to gray purple with limited congestion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: unilateral occlusion (left tube occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia, fallopian tube perforation." ¿concerning the injuries reported in this case, the following ones were described in patients social media: headaches, allergy to metals." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ migration/ perforation: fallopian tubes'), device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('right prob myometrial perforation/malposition of essure device: unspecified') and genital haemorrhage ('irregular bleeding/abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. A34125) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2010, gestational diabetes, visual disturbances, kidney stone, appendicitis, appendectomy, adenomyosis, gerd, migraine, arthritis, headache, biliary dyskinesia, vaginitis and vulvovaginitis. Concurrent conditions included hemorrhagic ovarian cyst, menstruation irregular and abdominal pain. Concomitant products included bifidobacterium lactis (probiotic), gabapentin, hydrocodone, methocarbamol (metocarbamol), morphine and promethazine. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pelvic pain"), vaginal discharge ("vaginal discharge/ vag. Discharge"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"). On (B)(6)2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. In 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition :ovarian cysts/ ovarian cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), dysmenorrhoea ("painful menstruation/ dysmennorhea (cramping)"), allergy to metals ("nickel allergy reactions/gold allergy/ allergy to gold"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), toothache ("teeth starting to hurt lot"), post procedural complication ("staying at the hospital due to some complications"), gingival pain ("gum starting to hurt lot"), alopecia ("hair loss"), rash ("rash"), abdominal pain lower ("pain in my lower right side"), nausea ("nausea"), pain in jaw ("jaw pain"), headache ("bad headaches"), irritability ("feeling irritated"), abdominal pain upper ("it hurts as bad as it looks"), dyspnoea ("cant really take deep breath"), myalgia ("calf muscles aching"), painful respiration ("its hurting just to breath"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity") and procedural pain ("stomach hurts as bad"). The patient was treated with desogestrel;ethinylestradiol (reclipsen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 23-feb-2017. At the time of the report, the fallopian tube perforation, device breakage, ectopic pregnancy with contraceptive device, uterine perforation, genital haemorrhage, pelvic pain, vaginal discharge, infection, ovarian cyst, dysmenorrhoea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, toothache, post procedural complication, gingival pain, alopecia, rash, abdominal pain lower, nausea, pain in jaw, headache, irritability, abdominal pain upper, dyspnoea, myalgia, painful respiration, abdominal pain, metrorrhagia, hypersensitivity and procedural pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and uterine perforation with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cystitis, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, genital haemorrhage, gingival pain, headache, hypersensitivity, infection, irritability, menorrhagia, metrorrhagia, myalgia, nausea, ovarian cyst, pain in jaw, painful respiration, pelvic pain, post procedural complication, procedural pain, rash, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on(B)(6)2017, surgical pathology report revealed endometrium: pink tan, smooth and glistening, mildly hemorrhagic; the endometrial cavity features bilateral gray metallic coils that extend through the cornu into the bilateral fallopian tubes; the endometrium has a thickness of up to 0.2 cm myometrium: pink tan, finely trabeculated without any discrete lesions identified; the endomyometrium has a greatest thickness of 1.8 cm right fallopian tube: fimbriated with a length of 7.4 cm and diameter that ranges from 0.7 to 0.9 cm; there is a gray metallic coiled device within the lumen that extends into the tube 1.8 cm; specimen is surfaced with pink tan serosa with limited congestion. Left fallopian tube: fimbriated with a length of 5.5 cm and a diameter that ranges from 0.5 to 0.9 cm; the lumen features a gray metallic coiled device that extends 0.7 em into the tube; serosa is pink tan to gray purple with limited congestion. It was reported that she had bilateral occlusion (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: unilateral occlusion (left tube occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia, fallopian tube perforation." ¿concerning the injuries reported in this case, the following ones were described in patients social media: headaches, allergy to metals." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-jan-2020: content from social media received. Event stomach hurts as bad. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ migration/ perforation: fallopian tubes'), device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('right prob myometrial perforation/malposition of essure device: unspecified') and genital haemorrhage ('irregular bleeding/abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. A34125) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2010, gestational diabetes, visual disturbances, kidney stone, appendicitis, appendectomy, adenomyosis, gerd, migraine, arthritis, headache, biliary dyskinesia, vaginitis and vulvovaginitis. Concurrent conditions included hemorrhagic ovarian cyst, menstruation irregular and abdominal pain. Concomitant products included bifidobacterium lactis (probiotic), gabapentin, hydrocodone, methocarbamol (methocarbamol), morphine and promethazine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pelvic pain"), vaginal discharge ("vaginal discharge/ vag. Discharge"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. In 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition :ovarian cysts/ ovarian cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), allergy to metals ("nickel allergy reactions/gold allergy/ allergy to gold"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), toothache ("teeth starting to hurt lot"), post procedural complication ("staying at the hospital due to some complications"), gingival pain ("gum starting to hurt lot"), alopecia ("hair loss"), rash ("rash"), abdominal pain lower ("pain in my lower right side"), nausea ("nausea"), pain in jaw ("jaw pain"), headache ("bad headaches"), irritability ("feeling irritated"), abdominal pain upper ("it hurts as bad as it looks"), dyspnoea ("cant really take deep breath"), myalgia ("calf muscles aching"), painful respiration ("its hurting just to breath"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity") and procedural pain ("stomach hurts as bad"). The patient was treated with desogestrel; ethinylestradiol (reclipsen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, ectopic pregnancy with contraceptive device, uterine perforation, genital haemorrhage, pelvic pain, vaginal discharge, infection, ovarian cyst, dysmenorrhoea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, toothache, post procedural complication, gingival pain, alopecia, rash, abdominal pain lower, nausea, pain in jaw, headache, irritability, abdominal pain upper, dyspnoea, myalgia, painful respiration, abdominal pain, metrorrhagia, hypersensitivity and procedural pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and uterine perforation with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cystitis, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, genital haemorrhage, gingival pain, headache, hypersensitivity, infection, irritability, menorrhagia, metrorrhagia, myalgia, nausea, ovarian cyst, pain in jaw, painful respiration, pelvic pain, post procedural complication, procedural pain, rash, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, surgical pathology report revealed endometrium: pink tan, smooth and glistening, mildly hemorrhagic; the endometrial cavity features. Bilateral gray metallic coils that extend through the cornu into the bilateral fallopian tubes; the endometrium has a thickness of up to 0.2 cm. Myometrium: pink tan, finely trabeculated without any discrete lesions identified; the endomyometrium has a greatest thickness of 1.8 cm. Right fallopian tube: fimbriated with a length of 7.4 cm and diameter that ranges from 0.7 to 0.9 cm; there is a gray metallic coiled device within the lumen that extends into the tube 1.8 cm; specimen is surfaced with pink tan serosa with limited congestion. Left fallopian tube: fimbriated with a length of 5.5 cm and a diameter that ranges from 0.5 to 0.9 cm; the lumen features a gray metallic coiled device that extends 0.7 em into the tube; serosa is pink tan to gray purple with limited congestion. It was reported that she had bilateral occlusion (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: unilateral occlusion (left tube occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia, fallopian tube perforation." ¿concerning the injuries reported in this case, the following ones were described in patients social media: headaches, allergy to metals." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ migration/ perforation: fallopian tubes'), device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('right prob myometrial perforation/malposition of essure device: unspecified') and genital haemorrhage ('irregular bleeding/abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. A34125) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2010, gestational diabetes, visual disturbances, kidney stone, appendicitis, appendectomy, adenomyosis, gerd, migraine, arthritis, headache, biliary dyskinesia, vaginitis and vulvovaginitis. Concurrent conditions included hemorrhagic ovarian cyst, menstruation irregular and abdominal pain. Concomitant products included bifidobacterium lactis (probiotic), gabapentin, hydrocodone, methocarbamol (metocarbamol), morphine and promethazine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pelvic pain"), vaginal discharge ("vaginal discharge/ vag. Discharge"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. In 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition :ovarian cysts/ ovarian cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), allergy to metals ("nickel allergy reactions/gold allergy/ allergy to gold"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), toothache ("teeth starting to hurt lot"), post procedural complication ("staying at the hospital due to some complications"), gingival pain ("gum starting to hurt lot"), alopecia ("hair loss"), rash ("rash"), abdominal pain lower ("pain in my lower right side"), nausea ("nausea"), pain in jaw ("jaw pain"), headache ("bad headaches"), irritability ("feeling irritated"), abdominal pain upper ("it hurts as bad as it looks"), dyspnoea ("cant really take deep breath"), myalgia ("calf muscles aching"), painful respiration ("its hurting just to breath"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and hypersensitivity ("hypersensitivity"). The patient was treated with desogestrel;ethinylestradiol (reclipsen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, ectopic pregnancy with contraceptive device, uterine perforation, genital haemorrhage, pelvic pain, vaginal discharge, infection, ovarian cyst, dysmenorrhoea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, toothache, post procedural complication, gingival pain, alopecia, rash, abdominal pain lower, nausea, pain in jaw, headache, irritability, abdominal pain upper, dyspnoea, myalgia, painful respiration, abdominal pain, metrorrhagia and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and uterine perforation with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cystitis, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, genital haemorrhage, gingival pain, headache, hypersensitivity, infection, irritability, menorrhagia, metrorrhagia, myalgia, nausea, ovarian cyst, pain in jaw, painful respiration, pelvic pain, post procedural complication, rash, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, surgical pathology report revealed endometrium: pink tan, smooth and glistening, mildly hemorrhagic; the endometrial cavity features bilateral gray metallic coils that extend through the cornu into the bilateral fallopian tubes; the endometrium has a thickness of up to 0.2 cm myometrium: pink tan, finely trabeculated without any discrete lesions identified; the endomyometrium has a greatest thickness of 1.8 cm right fallopian tube: fimbriated with a length of 7.4 cm and diameter that ranges from 0.7 to 0.9 cm; there is a gray metallic coiled device within the lumen that extends into the tube 1.8 cm; specimen is surfaced with pink tan serosa with limited congestion. Left fallopian tube: fimbriated with a length of 5.5 cm and a diameter that ranges from 0.5 to 0.9 cm; the lumen features a gray metallic coiled device that extends 0.7 em into the tube; serosa is pink tan to gray purple with limited congestion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: unilateral occlusion (left tube occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia, fallopian tube perforation." ¿concerning the injuries reported in this case, the following ones were described in patients social media: headaches, allergy to metals." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Events abdominal pain, metorhagia (bleeding b/w periods) and hypersensitivity were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('right prob myometrial perforation/malposition of essure device: unspecified') and genital haemorrhage ('irregular bleeding/abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. A34125) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in 2010, gestational diabetes, visual disturbances, kidney stone, appendicitis, appendectomy, adenomyosis, gerd, migraine, arthritis, headache, biliary dyskinesia, vaginitis and vulvovaginitis. Concurrent conditions included hemorrhagic ovarian cyst, menstruation irregular and abdominal pain. Concomitant products included bifidobacterium lactis (probiotic), gabapentin, hydrocodone, methocarbamol (metocarbamol), morphine and promethazine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition: ovarian cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), dysmenorrhoea ("painful menstruation"), allergy to metals ("nickel allergy reactions/gold allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), toothache ("teeth starting to hurt lot"), post procedural complication ("staying at the hospital due to some complications"), gingival pain ("gum starting to hurt lot"), alopecia ("hair loss"), rash ("rash"), abdominal pain lower ("pain in my lower right side"), nausea ("nausea"), pain in jaw ("jaw pain"), headache ("bad headaches"), irritability ("feeling irritated"), abdominal pain upper ("it hurts as bad as it looks"), dyspnoea ("cant really take deep breath"), myalgia ("calf muscles aching") and painful respiration ("its hurting just to breath"). The patient was treated with desogestrel; ethinylestradiol (reclipsen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, ectopic pregnancy with contraceptive device, uterine perforation, genital haemorrhage, pelvic pain, vaginal discharge, infection, ovarian cyst, dysmenorrhoea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, toothache, post procedural complication, gingival pain, alopecia, rash, abdominal pain lower, nausea, pain in jaw, headache, irritability, abdominal pain upper, dyspnoea, myalgia and painful respiration outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and uterine perforation with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cystitis, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, genital haemorrhage, gingival pain, headache, infection, irritability, menorrhagia, myalgia, nausea, ovarian cyst, pain in jaw, painful respiration, pelvic pain, post procedural complication, rash, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, surgical pathology report revealed endometrium: pink tan, smooth and glistening, mildly hemorrhagic; the endometrial cavity features bilateral gray metallic coils that extend through the cornu into the bilateral fallopian tubes; the endometrium has a thickness of up to 0.2 cm. Myometrium: pink tan, finely trabeculated without any discrete lesions identified; the endomyometrium has a greatest thickness of 1.8 cm. Right fallopian tube: fimbriated with a length of 7.4 cm and diameter that ranges from 0.7 to 0.9 cm; there is a gray metallic coiled device within the lumen that extends into the tube 1.8 cm; specimen is surfaced with pink tan serosa with limited congestion. Left fallopian tube: fimbriated with a length of 5.5 cm and a diameter that ranges from 0.5 to 0.9 cm; the lumen features a gray metallic coiled device that extends 0.7 em into the tube; serosa is pink tan to gray purple with limited congestion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: unilateral occlusion (left tube occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia, fallopian tube perforation." ¿concerning the injuries reported in this case, the following ones were described in patients social media: headaches, allergy to metals." Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.